Event description:
A caller reported experiencing a cgm error that was identified as error 42 concerning their g7sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided complete instructions for resetting the pump and assisted the caller in carrying out the reset process. Subsequently, the caller was able to successfully start their sensor session without encountering the cgm error again.